Event description:
Limited information was provided to the manufacturer: when the surgeon retrieved the device, the wire guide remained inside the patient. The surgeon managed to remove it all from the patient and used another device. The procedure lasted half an hour longer. Update as per complaint form received 02/10/2014: "the nitinol wire stayed inside the patient when the surgeon retrieved the canula. The surgeon removed it and took another kit." Additional information provided (B)(4) 2014: they physician used this device as usual, but when he wanted to remove the 0.18 nitinol wire, the tip was frayed inside the artery (maybe it was due to a big calcification, the physician doesn't know). No forceps were used for retrieval and the physician followed the procedure without any inconvenience for him or the patient. No consequences to patient reported.

Manufacturer narrative:
Information not provided by reporter. Catalog # mpis-401-10.0-sc-nt-u-sst. (B)(4). Event is still under investigation.